Manufacturer narrative:
(B)(4). Eval summary - based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the green cable due to the cable was broken at the lemo connector per complaint, the e-clip was replaced due to it was damaged during disassembly. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the green cable is ripped and shredding. There have been no pt consequences reported. The device will be returned.